Manufacturer narrative:
The olympus field service engineer (fse) educated the customer on how to properly change the filter and the frequency in which to change it. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during an onsite visit by an olympus field service engineer (fse), the filter of the endoscope reprocessor was clogged. The customer thought they had ordered the wrong filter but it was confirmed that it was the correct one. The issue was due to the customer not being aware of the requirements of the filter change frequency. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that water filter was clogged by temporary deterioration in quality of water used at the user facility, which made water supply times longer than usual. However, a definitive root cause for the reported suggested malfunction could not be established. Olympus will continue to monitor field performance for this device.